Event description:
The physician attempted closure of the arteriotomy using the closer-tsl6 device. The physician noted that during the initial sheathogram that the pt had spasm around the sheath up to the external iliac. The physician completed the diagnostic procedure and then used the closer-tsl6 device for successful closure of the arteriotomy. Two days later the pt complained of claudication symptoms. The pt was admitted and underwent an MRI and was noted to have thrombus from the puncture site to the internal iliac. The pt underwent surgery and the vascular surgeon noted circumferential trauma to the artery. Surgeon placed a patch on the artery for repair. The pt recovered with no further incident.